Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with aphasia and right sided weakness that began on (B)(6) 2017. The patient reported an occasional headache over the last week. It was reported by the patient¿s family that the patient was less talkative and did not ¿make sense.¿ it was reported that overall, the patient had minimal deficits outside of some mild confusion and word finding difficulties, and that emergent surgery or counter measures for cerebral edema were not needed. The patient was taking aspirin and coumadin for anticoagulation at the time of the event. The patient was diagnosed via head CT with a subacute infarct of the left frontal lobe involving broca's area and the anterior left insula with possible hyperdense vessel sign of an insular branch of the left middle cerebral artery which may represent thrombus/embolus. Acute subarachnoid blood was present in the left superior frontal sulcus, and a small amount of extra-axial blood was also present along the right frontal lobe, likely subarachnoid in location. Focal encephalomalacia of the left frontal lobe was suspected, which may have been posttraumatic or sequelae of prior infarct. Mild white matter changes likely sequelae of chronic hypertension/microvascular ischemia. On (B)(6) 2017, the patient was still admitted and was doing well; however, symptoms had not resolved completely. No additional information was provided.

Manufacturer narrative:
No product was returned for investigation. A correlation between the device and the report of a suspected stroke could not be conclusively determined. The patient remains ongoing on vad support with no further related issues. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.